Event description:
The reporter stated that the surgeon was using a competitor's lens with the msi-pm injector and the haptic broke off during loading prior to any contact with pt. In the physician's opinion, the cause of the lens damage was due to the injector.

Manufacturer narrative:
Eval: method: (other) a work order search. Results: (other) a work order search was performed on the injector lot number for similar complaints and five similar complaints were found within the work order search. A work order search was performed on the cartridge lot number for similar complaints and one similar complaint was found within the work order search.